Manufacturer narrative:
. The events of cellulitis, drainage, and delayed healing are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. This information was previously reported in manufacturer report number 3008374097-2015-00003. Additional patient information from the physician indicated that 3008374097-2015-00003 was a duplicate of this report.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during abdominoplasty surgery. Post-implantation on (B)(6) 2014, patient presented with seroma, and a culture resulted positive for a "staph infection". Treatment included antibiotics, and surgical removal of the seri device on (B)(6) 2014. The device was completely explanted. It is unknown if the device is available for return. Additional information from the patient's physician indicated the patient developed cellulitis, "continual drainage" from the wound and "a persistent sinus in the suprapubic area" that failed to heal until after the device was removed.

Manufacturer narrative:
Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician did not respond to a request to return the device if it is available. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during abdominoplasty surgery. Post-implantation on (B)(6) 2014, patient presented with seroma, and a culture resulted positive for a "staph infection." Treatment included antibiotics, surgical removal of the seri device on (B)(6) 2014, the device was completely explanted. It is unknown if the device is available for return.